Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The dynamic xt electrode catheter was selected for a ablation procedure. Prior to use, it was noted that the plastic outer packaging of the device was damaged and no longer sterile. The device was replaced with a new one from the same model. Procedure was completed successfully without patient complications. It is unknown if device is available for return.